Manufacturer narrative:
Additional information has been requested regarding the reported incident. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the strap was damaged as a result of a fall" there was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The service technician found that the strap was damaged as a result of a fall. The technician was contacted for additional information about the event. It was confirmed that the lift did not fall during patient handling, it was dropped from a trolley by someone, which caused the mechanical emergency lowering to brake. The lift strap had signs of wear so it was replaced at the same time by the technician. Based on this information, the issue is determined to be caused by abuse. Reports of physical damage by the end user would be evident. The end user should return the device for service and replace the device. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
The customer reported that "the strap was damaged as a result of a fall" there was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.